Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device was not possible as the lot number was unknown. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
It was reported by the rep that the patient has certas implanted since (B)(6) 2013. It was set at 4 back than with sg. In (B)(6) 2014 it was changed to 2. Since the (B)(6), patient had issues and came in to see the doctor. After several verifications surgeon was sure that valve was set at 4 and not at 2 anymore. Still implanted.